Manufacturer narrative:
Findings: unit motor error alarmed during basic occlusion test due to faulty sensor resistor. Unable to verify a33 alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. Customer states insulin is "squirting out" during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.